Event description:
Pt received a recall notice for the bard catheter. Pt has been using bard catheter for 5 years for urination problems. There were frequent urinary tract infections. On (B)(6) 2015, pt went to emergency room for tremendous pain, fever, chills and nausea. Pt was diagnosed with kidney infection and treated by antibiotics. Pt was followed up in june and had urinalysis to confirm the infection was cleared. On (B)(6) 2015, pt was hospitalized second time for kidney infection. Pt was released from the hospital yesterday. Pt no longer uses the catheter.